Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the devices disassociated during implantation of revision devices. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient call report states that a screw was found backed out from the acl repair during revision. No further information is available at this time.

Event description:
No further information is available at this time.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: op notes for the primary acl surgery were not provided, however, the revision notes stated that on the day of the primary acl surgery, patient fell fracturing her ankle and dislodging some of her acl fixation. The root cause of the reported issue is likely attributed to patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.